Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels as low as 45 mg/dl; cause was unknown. Customer consumed "carbohydrates and apple drink" to address bg level. Reportedly, customer continued to use the pump for insulin therapy.